Event description:
It was reported by service report that the head and the head left side rail was stuck in the low position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: worn internal siderail components.